Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a thoracotomy, left upper lobe procedure, the device was successfully fired twice. On the third attempt, while attempting to transect the pulmonary artery, the device was fired, staples were deployed and the vessel divided. However, upon opening of the jaws it was noticed that the staple line ruptured on the patient side. The surgeon stated that it burst through the staple line as though the staples didn't hold. That led to a significant volume of blood loss. Multiple sutures were used to gain control of the bleeding and successfully establish vessel hemostasis. Pledgets and other hemostatic products were used in conjunction. To complete the procedure a tx30 stapler was used for several firings. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received unfired. In addition three cartridges were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.